Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Updated ed: it was reported on (B)(6), 2021 an 8 mm amplatzer muscular vsd occluder was chosen for procedure. During deployment, the left disc did not fully conform to the septum, it remained in a "round" shape. The physician retrieved the device and attempted to redeploy but the deformation remained. The device was retrieved and exchanged with a larger amplatzer muscular vsd occluder, a 10 mm. The procedure was successful and no consequences reported.